Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 110 mg/dl. Customer stated that the pump was in their pocket when they received the button error. Customer stated that the pump says the battery was low. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly, however, moisture damage was found on the keypad traces during visual inspection. No button error alarm was noted. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, and stained end cap sticker.